Manufacturer narrative:
(B)(4). Failure to follow steps: while maintaining device position, stabilize the device with your free hand (the one not used to deploy the device) to maintain the gentle retraction and to ensure the device does not twist or move forward during deployment. The device was not returned for analysis. The reported difficulties appear to be related to user technique and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a carotid interventional procedure. Reportedly, "the physician forgot to hold it tight, the proglide device, when he do the number 2". Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.